Event description:
It was reported that there was insufficient ice. A cryo console was selected for use in a cryoablation procedure. Insufficient ice was observed.

Manufacturer narrative:
Event date: the event date was not provided and estimated to the first day of the month.